Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the (B)(6) patient was implanted with the subject device on (B)(6) 2017. The one-week post-implant follow-up did not reveal any anomaly; leads measurements were correct since implantation. The patient, who was still hospitalized, had a cardiopulmonary arrest and died on (B)(6) 2017. Cardiopulmonary resuscitation was performed, as well as administration of adrenaline, but the patients cardiopulmonary function did not recover. Reportedly, ventricular capture failure was observed on ECG while pacing spikes were confirmed. The device was explanted and will be returned for analysis. It was also reported that the patients condition was not very good when the pacing system was implanted, and that there is no suspected relation between the patients death and the pacing system.

Manufacturer narrative:
Please refer to the analysis report. (B)(4).

Event description:
Reportedly, the (B)(6) year-old patient was implanted with the subject device on (B)(6) 2017. The one-week post-implant follow-up did not reveal any anomaly; leads measurements were correct since implantation. The patient, who was still hospitalized, had a cardiopulmonary arrest and died on (B)(6) 2017. Cardiopulmonary resuscitation was performed, as well as administration of adrenaline, but the patients cardiopulmonary function did not recover. Reportedly, ventricular capture failure was observed on ECG while pacing spikes were confirmed. The device was explanted and will be returned for analysis. It was also reported that the patients condition was not very good when the pacing system was implanted, and that there is no suspected relation between the patients death and the pacing system.

Manufacturer narrative:
Preliminary analysis showed that electrical and mechanical characteristics of the returned unit were within specifications, including pacing and sensing operations.

Event description:
Reportedly, the (B)(6) patient was implanted with the subject device on (B)(6) 2017. The one-week post-implant follow-up did not reveal any anomaly; leads measurements were correct since implantation. The patient, who was still hospitalized, had a cardiopulmonary arrest and died on (B)(6) 2017. Cardiopulmonary resuscitation was performed, as well as administration of adrenaline, but the patients cardiopulmonary function did not recover. Reportedly, ventricular capture failure was observed on ECG while pacing spikes were confirmed. The device was explanted and will be returned for analysis. It was also reported that the patients condition was not very good when the pacing system was implanted, and that there is no suspected relation between the patients death and the pacing system.